Manufacturer narrative:
D9: date returned to mfg.: 1/2/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "downstream occlusion (dso) alarm during testing" was confirmed in the event history log but not duplicated. Moderate bubbling found on the dso seal, date and time of the device was lagging, fluid ingression found at the bottom of the rear case and backside of the lcd display. The main board, dso sensor and lcd display were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. There was no patient involvement.